Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve (inside a previous surgical valve) after the valve/delivery system exited the sheath, it was noticed that there were two bent struts on the frame of the valve. There was significant resistance met during device advancement through the sheath that was remedied by pulling back on the sheath about 2 inches while at the same time advancing the delivery system forward. The decision was made to proceed, and the valve was successfully implanted. The groin was closed successfully. No vascular/annular complications were noted.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of frame damage was unable to be confirmed based on no relevant imagery was provided for evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported, "there was significant resistance met during device advancement through the sheath that was remedied by pulling back on the sheath about 2 inches while at the same time advancing the delivery system forward" and "after the valve/delivery system exited the sheath it was noticed that there were two bent struts on the frame of the valve". Additionally, the patient's access vessel has severe tortuosity and moderate calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous risk assessment was initiated to capture reports of difficulty advancing the delivery system through the sheath.